Event description:
On 12-may-2021: follow up information was submitted to update the lot number and the result of complaint investigation of the returned used device (1 set) showed that all the test results were within specification. Based on the result: medical device problem code, component code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient's mother reported that her daughter's infusion set's cord/tubing was not plugged into the tubing connector part that goes into the reservoir, while patient's mother was trying to change her set. The site location was patient's left abdomen and the pump was located on the same side in relation to the site. Moreover, the infusion had been used for one day. Reportedly, the infusions were stored in the medicine closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, her blood glucose level was 157 mg/dl. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient's mother reported that her daughter's infusion set's cord/tubing was not plugged into the tubing connector part that goes into the reservoir, while patient's mother was trying to change her set. The site location was patient's left abdomen and the pump was located on the same side in relation to the site. Moreover, the infusion had been used for one day. Reportedly, the infusions were stored in the medicine closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, her blood glucose level was 157 mg/dl.